Event description:
Complainant alleged the device showed a technical failure 300 - device in failsafe. No patient involvement was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The customer provided the device logs for review, and a field service engineer (fse) went on site to evaluate and repair the device. Upon inspection the fse was able to confirm that the inspiration block assembly needed to be replaced. The block was replaced, resolving the issue.